Manufacturer narrative:
Clinical chemistry glucose assay lot# 56040hw00. Architect c8000 system. The abbott customer technical advocate contacted the customer for information regarding the patient's cause of death. The customer retrieved the patient's records and the cause of death is listed as stage 4 lung cancer. This is a final report.

Event description:
The customer states that one pt generated discrepant glucose assay results on the architect c8000 analyzer. The customer reporting was not the operator during the time the results were generated and is unsure of the exact sequence of events, but stated that all results were generated in 2008. The pt generated the following results. Time: 16:00, glucose (mg/dl): 29/29; time: 23:26, glucose (mg/dl): 79 retest = 227, retest = 199/199, retest on other c8000 analyzer = 202/202; time: 02:30, glucose (mg/dl): 262 (fingerstick sample). The pt had also generated critical results for potassium and creatine kinase (no values provided). The pt died and the customer could not provide the cause of death. There is no info that reasonably suggests that the questioned glucose values were implicated in the pt's death (per customer comments). A service call has been initiated.

Event description:
There was no suspected association between the patient death reported in this event and the discrepant glucose results generated by the architect analyzer. The customer states that one patient was admitted to their medical center and generated an architect glucose assay result of 29 mg/dl. A fingerstick follow-up sample from this patient generated a glucose result of 262 mg/dl. Subsequently, a bnp test was ordered. The customer ran a chem profile on this sample and generated an architect c8000 glucose result of 79 mg/dl in conjunction with a critical potassium and ck result (no values provided by the customer). The technician ran the profile since she thought that the physician would be ordering these tests due to the patient?s prognosis. The same sample was retested and generated a glucose value of 227 mg/dl. The sample was poured off and the result verified in duplicate at 199/199 mg/dl on analyzer. The sample was then tested on architect c8000 analyzer and generated results in duplicate of 202/202 mg/dl. The technician verbally gave the patient?s physician these corrected/retest results over the phone. The technician did not take the time to issue a corrected report since she found out the patient had died and later verified that the death was unrelated to the reported glucose result.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Based on the medical opinion provided by abbott's medical director, the death described in this complaint was not caused or contributed to by the false low initial glucose results. This is temporally not possible, based on the fact that the patient had expired before the results were reported out of the lab.

Manufacturer narrative:
Clinical chemistry glucose assay lot#: 56040hw00. Architect c8000 system. This is a final report.

Manufacturer narrative:
(B)(4). Architect c8000 system list#: 1g06-01 (B)(4). This is a final report.